Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use (IFU) as known patient effects of scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The other two devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that three overlapped, esprit btk scaffolds (2.5x38 mm) were implanted on (B)(6) 2025 in the left anterior tibial artery (ata). On (B)(6) 2026, the patient presented with lifestyle-limiting claudication symptoms. The patient was found to have restenosis (occlusion) in the esprit btk scaffolds of the l ata (index limb), which required atherectomy and placement of a xience skypoint stent. Atherectomy was also performed in the posterior tibial artery (pta) to treat the chronic total occlusion of the pta. No additional information was provided.